Manufacturer narrative:
(B)(4).

Event description:
The surgeon implanted the icm120v4 12mm implantable collamer lens on (B)(6) 2010 and the lens was removed on (B)(6) 2012 due to elevated iop associated with excessive vault. The lens was exchanged for a shorter length lens and this resolved the problem.